Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient experienced hemolysis with dark-colored urine. The patient was treated with volume and heparin and was historically not hypercoagulable. The patient's inr had been therapeutic for the last six months. The patient's lactate dehydrogenase level was in the 1000 u/l range from a baseline of 300 u/l and the patient had an increase in shortness of breath. An echocardiogram showed no evidence of anatomical abnormalities, but marked left heart enlargement was present. The native left ventricle systolic function was severely reduced. The pump was exchanged.

Manufacturer narrative:
Approximate age of device: 3 years and 3 months. Device evaluation: the evaluation the returned device confirmed the report of hemolysis and suspected pump thrombosis. A tissue-like thrombus formation was adhered around the inlet bearing ball. The thrombus appeared to have formed in laminated layers and was denatured, indicating that it likely formed around the bearing over an undetermined amount of time while the pump was operating. Additionally, small, white, tissue like depositions were present on two of the rotor vanes and adjacent to the outlet bearing ball. These depositions lacked lamination and did not appear to have originated in these locations; however, their specific origin and a duration in which they were present in the pump cannot be determined. The observed depositions would have potentially contributed to the reported hemolysis symptoms. Examination of the pump bearings, rotor, and blood contacting surfaces did not reveal any anomalies. Electrical continuity testing of the percutaneous lead did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. A review of the device history record revealed the device met applicable specifications. The instructions for use lists hemolysis and thrombosis as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event. Placeholder.

Manufacturer narrative:
The user facility medwatch report was received from the (B)(4) registry. The user facility number was not provided. (B)(4).

Event description:
Additional information was received from the (B)(4) registry stating: pt admitted with hemolysis. Tte shows ability to shut aortic valve, low systolic flow. Vad explanted and reimplanted new vad on (B)(6) 2015. Vad sent to thoratec for review.